Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the right ventricular (rv) lead was examined and the detailed analysis showed that the allegation against the right ventricular (rv) lead was not confirmed. However, visual observation of the lead showed that the there were set screw mark on the terminal pin and cut in the insulation. Helix was retracted with dried body fluid in the helix housing. The rv lead passed all the tests conducted.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high defibrillation threshold (dft) test result. The patient's medications were adjusted. Additional information indicates that the cause for high dft was the patient's ejection fraction (ef) and enlarged heart. This rv lead was explanted. No additional adverse patient effects were reported.